Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photographs using the naked eye which observed a discolored set. The discoloration does not affect the functionality of the set. The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified infusion pumps presented air in line alarms during use with an unspecified number of clearlink paclitaxel sets. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.